Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that poor communication occurred due to a cable failure which lead to the "error 224" code. The event can be detected/prevented by following the instructions for use which state: do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable, but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object. Olympus will continue to monitor field performance for this device.

Event description:
There were no other error messages observed besides "error 224." The procedure was not prolonged as a result of the error code. Patient condition was not impacted by product failure. The procedure was completed with another camera.

Manufacturer narrative:
The device was returned to an olympus repair facility and an evaluation was performed. Upon inspection and testing, the reported e224 scope communication error was confirmed, caused by a faulty cable. In addition, the focus ring was cracked, and the label on the back cover was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if additional information is provided by the user facility.

Event description:
A customer reported an e224 scope connection error when connecting the 4k camera head to the video system center when preparing the device for use in an unspecified procedure. There were no reports of patient harm.